Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacture representative (rep) reported that the patient had impedances greater than 4000 ohms with 0.25 amplitude check on electrodes 3, 13, <(>&<)> 15. At the time of the report, the patient was in a procedure to move the leads more medial. After the procedure, electrode 3 was within normal limits (wnl) and electrodes 13 <(>&<)> 15 were still out of range. For troubleshooting and diagnostics, impedances were checked before and after the operation. To resolve the issue, impedances were checked and electrodes 13 <(>&<)> 15 were avoided in post operation programming. It was noted that the impedance issues were resolved and the patient was alive with no injury at the time of the report. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: non-malignant pain and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.